Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board (pcb) assembly for investigation. An evaluation of the component confirmed, but not duplicated the reported failure. Reported issue was not reproduced. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed ¿transducer fault¿ during start-up. The customer reported that there was no patient involvement associated with the event.